Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-dec-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 8mg/ml dose not reported via an implantable pump. It was reported that a dye study was performed, and the catheter was unable to be aspirated. Catheter exploration was requested at time of pump replacement. During the pump replacement, it was observed that the catheter was broken at the anchor site. The entire catheter was replaced. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting were a dye study and visual inspection. The actions and interventions taken to resolve the issue was the replacement. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.